Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the journal of cardiovascular interventional radiology that three stents were successfully implanted in the right vertebral artery to cover the lesion. Antegrade blood flow was markedly improved post stent placement. Post procedure the patient suffered a transient ischemic attack (tia). The patient reportedly recovered completely with one week of heparinization. No other information was provided.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2007 and (B)(6) 2010.

Event description:
It was reported in the journal of cardiovascular interventional radiology that three stents were successfully implanted in the right vertebral artery to cover the lesion. Antegrade blood flow was markedly improved post stent placement. Post procedure the patient suffered a transient ischemic attack (tia). The patient reportedly recovered completely with one week of heparinization. No other information was provided.